Event description:
In 2010 and 2011, the patient underwent a staged bilateral ifuse si joint arthrodesis where three ifuse implants were placed on each side. The patient later presented to a new surgeon claiming that she has received no pain relief and requested the removal of the implants. In (B)(6) 2015, the new surgeon performed a revision surgery where he removed all of the implants. Osteotomes were required to remove five of the six implants because they were solidly fixed in bone. The condition of the patient following the surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. The patient requested the removal of the implants. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implants, part and lot numbers unknown.